Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that a patient presented to the clinic on (B)(6) 2021 for a left ventricular lead revision procedure after experiencing phrenic nerve stimulation. During the procedure, repositioning of the lead did not eliminate the phrenic nerve stimulation, so the lead was explanted and not replaced. The patient was stable throughout.